Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the blood transfer device before use. The following information was provided by the initial reporter translated from (B)(6) to english: "black spot was in the sealing part."

Event description:
It was reported that black foreign matter was found on the blood transfer device before use. The following information was provided by the initial reporter translated from japanese to english: "black spot was in the sealing part."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.